Manufacturer narrative:
Investigation: we received for investigation one celsite st301 access port from batch nr36915838. A 0,6cm long piece of catheter is on the exit cannula. The catheter ruptured at the level of the exit cannula bulge, under the connection ring. Some forceps marks are visible on the catheter, close to the access port housing. The rupture facies is rough. Dimensional measurements: all the measures conform to our specifications. Conclusion: no manufacturing defect has been detected on the returned device. The catheter rupture occurred under the connection ring, shortly after the implantation (less than 3 months). According to the above mentioned information and in view of the location of the catheter rupture, it seems that the catheter rupture is due to the extension of a catheter damaged done during the implantation procedure, probably while mounting the catheter on the exit cannula. Indeed, after the implantation, this part of the catheter, at the level of the exit cannula is protected by the connection ring. This is a rare incident ((B)(4)%), no corrective action is envisaged.

Manufacturer narrative:
Note: product reference 4436920 is not cleared for sales in the USA, but its catheter is similar to the product reference 5430425 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation: despite several requests, neither the involved device nor the x-ray pictures were returned for analysis. Conclusion: without the device for evaluation, no conclusion can be drawn concerning the exact root cause of the catheter disconnection. However it is worth noting that catheter disconnection is a known risk of access port implantation and, in this case, it happened less than 1.5 months after the implantation. This leads us to hypothesise that the catheter was potentially not correctly connected to the device by the user and the repetitive movements of the patient led to this premature disconnection. Only the evaluation of the involved device could allow to confirm this hypothesis. The IFU's specify how to connect the catheter to the access port and the risks of incorrect connection. B braun sas has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
No blood reflux. Catheter disconnected from the access port confirmed by radiological check.